Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing right heart catheterization procedure. The procedure was completed without the use of x-ray imaging, relying solely on pressure measurements obtained through ivus at the time of event. The philips field service engineer (fse) visited the site and confirmed that the system's wired footswitch was unable to trigger x-rays. Review of the logfile shows active foot/hand switch errors. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that fluoroscopy failed and cine preparation displayed error messages. The fse relocated the footswitch to the control room, but the same issue persisted, confirming that the footswitch was faulty. To resolve the issue, the philips field service engineer (fse) replaced the footswitch. The defective part was sent for analysis, for footswitch malfunction was observed and the failure was found to be missing anti-slip rubbers. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.